Manufacturer narrative:
Concomitant medical products: bd 10 ml syringe; td (B)(6) 2018. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported noting a small damp spot on a pad in picu 9. The needless connector, which was attached to the brown lumen, was leaking. When the rn flushed the lumen, the leak was noted to be coming from the site where the syringe attached. The connector was changed, and no further leaking was noted. There was no patient harm.

Event description:
It was reported that a small damp spot was noted on a pad in picu 9. The needless connector attached to the brown lumen of the pvc, was leaking. When the nurse flushed the lumen, a leak was identified at the juncture of the syringe attachment to the needless connector. The connector was changed, and no further leaking was noted. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a needless connector leak was confirmed. During visual inspection a maxzero port was observed to have lateral hairline crack on the body of the connector. No tool marks or stress marks were noted. Functional flush testing using a lab syringe identified a leak from the same lateral hairline crack. The root cause of the crack could not be definitively identified.